Manufacturer narrative:
Date implanted: not applicable, as the iol was removed and replaced during the same procedure. Date explanted: not applicable, as the iol was removed and replaced during the same procedure. The device was not returned for analysis therefore, a visual analysis of the complaint device cannot be completed. A review of the device/lot history record and historical data analysis for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts were made requesting product return however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported after the intraocular lens (iol) was implanted in the patient's ocular dexter (right eye), it was observed that lens exhibited damage (cosmetic). The iol was removed and replaced a back-up lens with no complications. There was no incision enlargement, no suture(s), no vitrectomy, no delay in procedure, and no medication was prescribed. Patient outcome post-procedure was reported as good. No further information is available.

Manufacturer narrative:
Additional information: product investigation results was received, and the following fields were updated accordingly: section d-9: device available for evaluation: yes, section d-9: date returned to manufacturer: 20-dec-2021, section h-3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut in half, which is consistent with a lens that was handled during removal. Based on the return condition of the lens, no further product evaluation could be performed on the lens. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. There were no non conformance (nc) /exception report (ER) found as part of this review. Historical data analysis: a search of complaints related to this production order (po) was performed. The search revealed that no other complaints were received for this po. As a result of the investigation, there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.